Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the wash valves for the sample and reagent mixers to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information is not available. Patient data was not provided.

Event description:
The customer reported multiple erroneous low blood urea nitrogen (bun) and creatinine (cr-s) patient results were generated on the unicel® dxc 600 pro synchron system. There was no change to patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.